Event description:
It was reported that near the end of a treatment procedure this laser console exhibited error messages. The procedure was not completed as a result. There were no patient complications reported.